Event description:
Patient reported left side "my breast is completely deflated, it lost its shape and it dropped by 6 cm. The superior part of my body is deformed. I have lot of pains". Patient later reported ¿neck pain¿, ¿chronic headache and migraine¿ as well as capsular contracture. The device redmans implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, breast is completely deflated, it lost its shape and it dropped by 6 cm, superior part of body is deformed, lot of pains", ¿neck pain¿, ¿chronic headache and migraine¿, fear of bia-alcl.